Event description:
Device 1 of 2, refer to MFR report 1627487-2014-08113. It was reported that the patient's scs system would be explanted due to the patient experiencing uncomfortable stimulation from the position of the lead. It was additionally reported that the patient had experienced a fall. X-rays confirmed lead migration. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.